Manufacturer narrative:
The system remains implanted and no other adverse events have reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received noting that this lead was still exhibiting impedance measurements greater than 2500 ohms. The device output was increased, however, the patient was experiencing stimulation at the higher output. The patient is only paced 11% in the rv. The lead remains in service and this product issue will be updated if additional information is received.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
A lead revision procedure was performed seven months after the initial clinical observations were reported. The lead was exhibiting high thresholds, high impedance, noise and oversensing. A fracture was confirmed and the lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was in car accident last week. Evaluation of the system noted the pacemaker was programmed to aair configuration and it is unknown why. The associated atrial lead tested fine. However, with the device programmed to ddd configuration, this right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms in unipolar and bipolar configurations. The caller reported that it is unknown when the lead impedance was measured prior to today, but the measurements were 500 ohms. There was no capture at maximum device outputs in bipolar mode. However, capture was obtained in unipolar mode at an output of 2.5v @ 0.4ms. A lead fracture is suspected, but was not confirmed. No other adverse patient effects were reported.